Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the wires were all drifting upward. They could feel them by touching. They noticed it early, a long time ago the manufacturer representative (rep) noticed and told the doctor, the doctor said they already knew about it. Pt said it was a bump but now (early (B)(6) 2023), they noticed it was not just a bump anymore, it had elongated. It was protruding quite a bit, and they used to feel it down lower, but the wires were drifting upwards, not at the tailbone anymore. Pt said they noticed at the same time, in early february, they didn't feel vibration any longer and when they increased the number, they felt burning near their vagina. They decreased back down and now didn't notice any sensation. It's not working right. Pt said they got [device] for bowel control but they didn't think it helped their bowel (if they were out shopping they couldn't make it) but had helped their bladder (if they were out they can make it because they wear depends). Pt said they had worked with the rep regarding program changes and pt messaged the doctor's office in february and was told to get in touch with [manufacturer]. It took a long time to get an appointment with the doctor. Pt requested assistance and was successful to change their program and increase confirming, they noticed sensation in their bike seat and it was comfortable. Patient services reviewed therapy optimization information, stimulation sensation information, and recommended keeping a symptom diary to track results. Patient services offered and sent email with quick guide, symptom diary and [device] information. They were redirected to their doctor. Patient services reviewed it would be a good idea to let the doctor's office know about the lead movement. Pt said they would call the doctor's office. Patient will maintain stimulation level and will continue to track symptoms. Pt said they have not had any falls or other medical tests or procedures. Additional information was received from the manufacturer representative (rep). They stated that on (B)(6) 2022, the healthcare provider (hcp) and rep assisted the patient with a program change and there was no mention of the wires. The patient was seen on (B)(6) 2022 by the hcp to assist with programming and there was no mention of the wire concerns. They stated the patient was having a hard time giving clear answers. On (B)(6) 2022, an appointment was made but no visit was documented - looked like it was cancelled but office was unsure. On (B)(6) 2023 the patient called and left a message to ask for an appointment. The patient told the office that no one had ever helped her with the device since they had it implanted. The staff informed the rep that they sent the patient a message and left a voicemail to make an appointment with the hcp but the patient had not replied to either points of contact. The hcp office will try again today ( (B)(6) 2023).

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2hz1v serial# implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 26-jul-2023, UDI#: (B)(6), b3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.